Manufacturer narrative:
Information anticipated, but unavailable at this time.

Event description:
It was reported that during a lap gastrectomy procedure, gas leaked soon after the device was inserted. It occurred when the forceps were in and out via the device. Then the reducer was changed, but gas still leaked. Another device was used to complete the case. There were no adverse consequences to the patient.